Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) was reviewed and the libre reader showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan timeout¿ error message while wearing the adc device and as a result, the sensor alarm did not trigger with low glucose. The customer experienced a loss of consciousness, however, was able to self-treat with glucagon tablets and then had contact with a healthcare professional who administered sugar water via IV for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned reader and no issues were observed. Communication was attempted between returned reader and sensor. The reader successfully communicated. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan timeout¿ error message while wearing the adc device and as a result, the sensor alarm did not trigger with low glucose. The customer experienced a loss of consciousness, however, was able to self-treat with glucagon tablets and then had contact with a healthcare professional who administered sugar water via IV for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.